Event description:
A simplygo mini device was returned to a third-party service center with no initial alleged complaint. During the evaluation at the service center, the device was visually inspected and found to have a burned pca board. Additionally, the sieves were clogged and required replacement. Both the air side and oxygen side were cracked and needed replacement, and the inlet filter required replacement as part of preventive maintenance. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer¿s product investigation laboratory for further evaluation.